Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was placed to technical services on 06/11/2018 stating that the patient recently had a fall and broke her left shoulder and clavicle and fractured the lead. There was no inappropriate shock. Noise was seen on the day after the fall. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).